Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: model zcb00 intraocular lens, serial #(B)(4) and dk7796 handpiece. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 26.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017, with use of a 1mtec30 cartridge. Post-operatively, one day after surgery, the doctor diagnosed the patient with hypopyon, fibrin membrane, snowstorm, which cleared quickly on intense steroids. In addition to steroids, the patient also received omidria. The doctor also stated the patient had significant endothelial folds-edema, possible toxic anterior syndrome (tass), and fibrin. The case was routine - nothing out of ordinary, this case seemed more c/w tass like presentation. No additional information was provided. This report represents the cartridge and a separate report will be provided for the intraocular lens.